Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for fio2: low and fiaa: low. There was no patient harm. (B)(4).

Manufacturer narrative:
The air gas module was replaced and returned for investigation. The reported issue could not be reproduced when testing the returned air gas module in a laboratory environment. An evaluation of the received device logs confirm the reported issue. Although the reported issue could not be reproduced, our conclusion, based on prior investigations of similar cases, is that the reported issue was most likely caused by oscillations in the air gas module. The most probable cause of the reported issue is interaction between several parts inside the air gas module. It has been concluded that the solenoid has a contributing effect to this behaviour. This failure condition may cause a disturbance in delivered flow mix from the gas modules. The disturbance/oscillations may lead to deviations in the oxygen concentration and agent concentration. If this condition were to reoccur during patient treatment, alarms would be activated as per the design of the anesthesia workstation.

Event description:
Manufacturer´s ref #: (B)(4).